Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, and no additional information such as medical history was provided.   A review of complaint trends reveal that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims.

Event description:
The customer reported "many" (B)(6) ag results through a customer satisfaction survey. No additional patient information was able to be obtained with the exception of a (B)(6) year old female patient. There is insufficient information to determine if a malfunction occurred. Lot number was not provided and the patient's treatment and outcome were unknown. The dates of the event(s) is not known. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).